Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the stylus assembly, cable assembly and lead assembly were replaced. (B)(4).

Event description:
It was reported that the contact line of the electrode sheet had bad contact and the stylus and programmer junction was cracked. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the contact line of the electrode sheet had bad contact and the stylus and programmer junction was cracked. The status of the programmer is unknown. There was no patient involvement.